Event description:
It was reported that the catheter balloon inflated asymmetrically (95% to 5%) ratio. The user tried to troubleshoot by inflating and deflating, but the results were still the same. Upon arrival of the sample on (B)(6) 2020, there were two catheters packaged together.

Manufacturer narrative:
The reported event was unconfirmed. Visual inspection noted one two-way foley catheter was received. Visual evaluation noted no obvious defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and balloon concentricity was observed to be 70:30 as compared to attachment 1 of the test method. This meets specifications per the test method stating the concentricity should not exceed 70:30. The balloon rested for 30 minutes without leaks and passively deflated without issue or cuffing, returning 10ml of solution. The active length of the catheter balloon was measured (0.7335") and found to be within specification (0.60" - 0.90"). The catheter measured to be 14 fr. A device history record review was not required per the investigation. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter balloon inflated asymmetrically (95% to 5%) ratio. The user tried to troubleshoot by inflating and deflating, but the results were still the same. Upon arrival of the sample on (B)(6) 2020, there were two catheters packaged together.